Event description:
It was reported that the customer (patient) was unhappy with their visual outcome and the intraocular lens (iol) was explanted. It was stated that the iol would not be returned.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Implant date: if implanted, give date: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.